Event description:
It was reported that a malfunction alarm occurred, identified as malfunction code 0. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions to reset the pump, and the malfunction did not recur, allowing the customer to continue using the pump.